Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump has intermittent button response due to moisture damage on keypad traces. Cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the insulin pump had unresponsive keypad. During the phone call the device alarmed button error. The customer's blood glucose was 90 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.